Event description:
Approximately five months post hvad implantation, the patient reported frequent critical battery alarms occurring on power port 1 of her controller. The patient stated that this was happening with several batteries that were fully charged when connected but would alarm shortly after. The alarms did not occur when connected to a controller ac adapter. The patient was seen in the clinic where the site performed a controller exchange that is reported to have resolved the issue. The patient tolerated the exchange well and was issued a new back-up controller. Heartware has requested that the three batteries connected during the alarms be removed from use and returned for evaluation as well. A preliminary review of the controller log files revealed a loss of power one day prior to the reported event date. Investigation is ongoing.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.